Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. The patient¿s mother stated that the cgm was reading low and the bg was 100 mg/dl. She also stated that the patient went into diabetic ketoacidosis (dka) and needed to be in the intensive care unit (ICU). No further event details, including any symptoms or bg values indicative of dka, were provided. No treatment information was provided. It was stated that the patient was stable at the time of the report. During follow up with the reporter she declined to provide any further patient or event information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.